Event description:
It was reported an alert via merlin.net contained several non-sustained ventricular tachycardia episodes. Egms for review were unavailable. Device remains implanted. No further information available.